Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.:  the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous first diagonal branch. A 2.25 x 28 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and it was noted that the stent was broken. The procedure was completed with a 2.25 x 16 synergy¿ drug-eluting stent. No patient complications nor injuries were reported.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous first diagonal branch. A 2.25 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and it was noted that the stent was broken. The procedure was completed with a 2.25 x 16 synergy drug-eluting stent. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by manufacturer: synergy ous mr 2.25 x 28mm stent delivery system was returned for analysis. An examination of the crimped stent identified damage. The stent had moved on the balloon in a distal direction. The distal end of the stent was damaged and stretched over the distal tip. The manufacturing crimp data for this device was reviewed and there were no anomalies noted. The maximum stent profile was found to be within the specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube identified multiple hypotube kinks. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).